Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because denny claborn, sales rep calls the spsc and requests a replacement elevator. He has a broken instrument that has been discontinued. The 60b, root elevator (part#: sp-1954, lot#: 020612b12) was not returned for investigation. It was reported that the instrument fractured at the tip during surgery. Because the elevator was not returned for evaluation and no photos were provided, it could not be functionally tested or visually evaluated. The complaint is non-verifiable and the most likely underlying cause could not be determined. There are no indications of manufacturing defects. This is a level one complaint in accordance with the levels defined in sop 14.0.9 product evaluation section 7.2.3. This is the only complaint regarding the fracturing of the tip for this part#: sp-1954, lot#: 020612b12. The non-conformance database (tipqa) was reviewed and no related non-conformance was found for this product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a root elevator fractured at the tip during surgery. A similar instrument was used to complete the procedure. No adverse events have been reported as a result of the malfunction.